Event description:
It was reported that there was a disconnection of the suture-less catheter and the patient experienced early withdrawal. Patient had the pump implanted on (B)(6) 2012 developed therapeutic effect, but quickly lost effect. The patient started to show 'early signs of withdrawal'. A diagnostic x-ray was performed. The first x-ray on (B)(6) 2012 following the initial implant showed the catheter was connected to pump; diagnostic x-ray on (B)(6) 2012 showed catheter connection was disconnected from pump. A catheter revision/replacement of the sutureless connector was performed on (B)(6) 2012, and reconnected to the pump. Upon replacement and reconnection, the healthcare provider found a cerebral spinal fluid (csf) collection in the abdominal pump pocket. The patient did require hospitalization with the event. The patient outcome was reported as 'recovered without sequelae'. According to the manufacturer device registry, the medication in the pump was lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the proximal catheter segment found a possible poor connection to pump causing leak or detachment at the sutureless connector (sc). In a comparison of the sc connector to a known good sc connector, the retaining ring fingers appeared to be protruding as far as the retaining ring fingers on the known good sc connector. This observation indicated the retaining ring on the returned sc connector had not been deformed in shape. Another observation was the indent down in the cup of the sc connector was not misaligned which indicated the sc connector was properly aligned with the outlet port of the pump. A final observation was that one of the retaining ring fingers showed significant indents while the second retaining ring finger showed indents but to a lesser degree. The indents were "higher up" on the faces of each retaining ring finger. All these observations together appeared to indicate the sc connector was not fully seated on the outlet port of the pump. It was aligned correctly but may not have been pushed far enough on to the outlet port so that the retaining ring fingers of the sc connector did not overlap the main rib on the outlet port of the pump. The implant date for this sc catheter was (B)(6) 2012, while event information indicated it was removed a few days later on (B)(6) 2012. This very short implant time also fits with the premise of what may have occurred. The sc connector was attached to a test fixture in the analysis lab and no leaking occurred. Finally, after all photos and other testing were done, the returned sc connector was attached to 3 different pumps. In each case the connector made a robust connection to the pump.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Product ID 8578, serial# (B)(4), explanted: 2012-(B)(6), product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.